Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2025, the patient underwent implantation of device in our department. After discharge, the catheter was maintained at an external hospital during the spring festival period. Today, the patient returned to our hospital for treatment. During catheter function testing, blood withdrawal proved difficult, and the patient experienced pain during catheter flushing. Examination revealed catheter fracture. Subsequently, the fractured segment was retrieved via femoral vein extraction in the interventional radiology department and has been fully removed. Additional details: the patient returned to the catheter placement hospital on (B)(6) 2026, for catheter maintenance. The procedure was uneventful. Intravenous therapy was administered on march 4. On march 5, blood draw difficulties were observed, indicating catheter dysfunction. During catheter removal, a fracture was discovered.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in catheter was confirmed. The product returned for evaluation was one 4 fr s/l groshong nxt clearvue catheter and its two-piece connector. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a break was observed at the 38 cm depth marker. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.